Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter displaying an error 5 message. The complaint was classified based on the customer care advocate's (cca) documentation. The patient the alleged issue began on (B)(6) 2013, at approximately 11pm. The patient reportedly manages her diabetes with an unknown type of insulin through pump therapy and in response to not being able to check her blood glucose; she cut down on her food intake that same night. The patient denied developing any symptoms of low or high blood glucose as a result of the alleged issue and reportedly contacted her doctor on (B)(6) 2013, at 9:00am for advice. Her doctor advised her to make a follow up appointment. She also reported that she tested on her other meter (ultra) at unknown times starting on (B)(6) 2013 and observed readings of "61 mg/dl" and "149mg/dl", she also tested on (B)(6) 2013 and obtained a value of "128mg/dl" and "92mg/dl." At the time of troubleshooting, the cca noted that the correct test strips were being used. The sample did draw all the way into the strip, but the issue was not resolved. Replacement products were sent to the patient. This complaint is being ruled out as a reportable event due to the following conclusion(s): the product did not cause or contribute to a serious injury since the patient denied developing symptoms and receiving any form of medical intervention. In addition, there was no evidence that the product malfunctioned.